Event description:
It was reported that a spectrum iq pump alarmed constant downstream occlusion. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1 initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, the customer reported, ¿constant downstream occlusion¿ was not reproduced. The device was tested for downstream occlusion detection with passing results. A review of the event history log revealed multiple occurrences of constant downstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified through review of the history log however no component issue was identified and no device correction is required. Should additional relevant information become available, a supplemental report will be submitted.